Manufacturer narrative:
The instrument was returned and visually inspected to confirm the failure mode outlined in the description of the complaint. The threads were twisted in the counterclockwise direction with evidence that approximately 1.0-1.1mm of the tip had sheared off. The root cause could not be definitively determined. It is possible that the driver experienced larger than expected torsional resistance while placing the final screw due to factors in the bony anatomy or screw trajectory. Intraoperative warnings. Breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2026, orthofix was made aware of the following event utilizing the seaspine admiral acp system. Per the reporter, the tip of the screwdriver fractured off while trying to place the last screw. The fractured piece remained in the screw and could not be removed. The screw was tamped down and the locking mechanism on the plate secured. No patient injury was reported.